Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records for kocher repair with mesh placement were not provided.] (B)(6) 2010: [missing records: an operative report for hernia repair was not provided.] (B)(6) 2010: (B)(6) hospital ¿ university. (B)(6) , md. Operative report. Preoperative diagnoses: incisional hernia at kocher incision, right upper quadrant. Recurrent incisional hernia, midline. Postoperative diagnoses: incisional hernia at kocher incision, right upper quadrant. Recurrent incisional hernia, midline. Procedures: laparoscopic ventral hernia repair with mesh. Laparoscopic lysis of adhesions x 120 minutes. Assistants: (B)(6) , md, (B)(6) , md. Anesthesia: general endotracheal. Findings: ¿the patient had dense adhesions that required 120 minutes of lysis of adhesions in order to visualize the defects. There were multiple swiss-cheese defects at the kocher incision. A 15 x 19-cm expanded polytetrafluoroethylene (eptfe) sheet of mesh was utilized to adequately cover these defects above the costal margin and laterally on the medial portion. The hernia was approximately 6 x 12 cm. A 20 x 30-cm sheet of eptfe was then utilized and overlapped in the right upper quadrant at midline at the right upper quadrant repair. This adequately covered the defects. Transfixation sutures were used approximately every 5 cm on the 20 x 30 sheet and 3 transfixation sutures were used on the right upper quadrant piece of mesh.¿ description of procedure: ¿after the correct patient and procedure site were verified, a veress needle was placed at palmer point in the left upper quadrant in order to obtain access to the abdomen. After 2 liters was insufflated, a visiport was then placed in the left lateral abdomen under direct visualization to obtain access to the intra-abdominal cavity. There were fairly dense adhesions to the abdominal wall. Subsequently, 3 trocars were placed in the right lateral abdomen and adhesiolysis procedure was done for approximately 120 minutes until adhesions were removed in entirety. This was done with both the harmonic scalpel and sharp dissection where the colon had been adhesed to the previous sheet of eptfe mesh in the midline. Once the left side could be visualized, 2 additional 5-mm trocars were positioned. The defects were the measured. There were multiple swiss-cheese defects in the right upper quadrant kocher incision; therefore, a 15 x 19-cm eptfe sheet of mesh was utilized, was anchored medially, laterally, and caudally, and then tacked every 1 cm including up above the costal margin in order to obtain adequate overlap. The 20 x 30-cm sheet was then positioned and tacked in the cardinal positions with transfixation sutures. Additional sutures were then placed approximately every 5 cm for a total of 12 sutures for transfixation. It was tacked to the previous sheet of mesh in the midline in the right upper quadrant that had been placed with kocher repair. Tacks were then placed every 1 cm circumferentially on the mesh, where they were taut and adequate, and the hernia repairs were intact. The 12-mm trocar was then removed and this was then closed with figure-of-eight and 0 ethibond sutures. The remaining trocars were then removed under direct visualization. Pneumoperitoneum was released. The incisions were then all closed with 4-0 monocryl in an intracuticular fashion and steri-strips were applied. At the end of the procedure, counts were reported as correct x2. I was present and scrubbed for the entire procedure.¿ (B)(6) 2010: (B)(6) hospital ¿ university. Implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 7266305. W.l. Gore & associates. Exp: 2012-08. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp04/7266305) was implanted during the procedure. (B)(6) 2010: (B)(6) hospital ¿ university. Implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 06704309. W.l. Gore & associates. Exp: 2012-03. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp07/06704309) was implanted during the procedure. Records between (B)(6) 2010 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnoses: visceral perforation, abdominal abscess, enterocutaneous fistula, small bowel obstruction. Postoperative diagnoses: visceral perforation, abdominal abscess, enterocutaneous fistula, small bowel obstruction. Operative procedure: exploratory laparotomy, lysis of adhesions, segmental small bowel resection x 2, ventral hernia repair with mesh. Assistant: (B)(6) , md (first assistant md assistant was required to the complexity and difficulty of the operation), (B)(6) . Anesthesia: general endotracheal anesthesia. Complications: none. Estimated blood loss: approximately 200 ml. Specimens: segment of small bowel x 2, infected mesh. Findings: the patient had a perforation of the distal small bowel, which was deemed likely secondary to a spiral tack from previous laparoscopic ventral hernia repair. The patient had extensive intraabdominal adhesions requiring lysis of adhesions for a couple of hours. During the course of lysis of adhesions, there was another area of small bowel with dense adherence to itself. There were a couple of enterotomies made and the decision was made to resect this portion of small bowel as well. The colon itself in the right lateral abdomen was soft without evidence of inflammatory change and certainly no evidence of perforation or ischemia. The patient also had a small bowel obstruction at the site of perforation where the maximal inflammation was. After removal of the prior mesh and reclosure of the abdomen, an onlay piece of mesh was placed using bard phasix mesh. An 8 x 10 inch piece of mesh was cut to cover the fascial closure. It was sutured in place with 0 pds suture. Indications for procedure: the patient is a 55-year-old female with a complicated history of abdominal problems. She has had multiple abdominal surgeries including her most recent surgery last year by me. This involved a left hemicolectomy for what was presumed to be ischemic colitis. The final pathology report was more suggestive of inflammatory bowel disease and she was subsequently diagnosed by dr. Elaskr with crohn¿s colitis. The patient did relatively well for a while, but on this occasion, the patient returned to the hospital with evidence of extraluminal air in the right abdomen. A drainage tube was placed and enteric contents were coming out of the drain consistent with distal perforation and controlled fistula. This appeared to be associated with her right colon, and this raised the suspicion for possible crohn¿s colitis of the right colon involving perforation and fistula development. The patient was attempted to be treated with conservative therapy to try to reduce the inflammatory process, so that surgery could be done at a later time more safely. She was sent to [sic] at methodist university hospital, but she had to come back due to failure of medical management. She continued to have enteric drainage from her catheters as well as ongoing abdominal pain. She also developed a small bowel obstruction, which required n.p.o. [Nothing by mouth] status with IV nutrition. The patient was prepared for surgery and eventually we made a decision to press on with exploratory laparotomy. Operative procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed on the operating table in a supine position. General endotracheal anesthesia was administered and the patient was subsequently prepped and draped in the usual sterile fashion over the anterior surface of the abdomen. The patient was on IV antibiotics preoperatively, which will be continued postoperatively as well. Scds [sequential compression devices] were applied to her lower extremities prior to surgery for dvt [deep venous thrombosis] prophylaxis. A #10-blade scalpel was used to make an incision along the patient¿s prior midline incisional scar. Dissection was carried down through the inflamed, indurated tissue in the mid upper abdomen, identifying enteric-colored contents consistent with fistulization. We went superior to this area and gained adequate access into the peritoneal cavity. There were numerous adhesions of small bowel to the overlying abdominal wall as well as interloop adhesions. With careful dissection, we eventually were able to dissect the small bowel free from the abdominal wall and extend to the fascial incision down to the suprapubic location from the epigastric location. For the next hour and a half, we continued to lyse adhesions in order to adequately explore her abdomen and expose the necessary structures. The enteric-coated drainage was abundantly involving the patient¿s prior dual layer mesh. All of this mesh had to be removed. Transfascial sutures were cut in the multiple locations. The tacks were also removed from their attachments to the abdominal wall. Once all of the mesh was removed, we continued to dissect along the right side of her abdomen, identifying the suspected source of her problem. The patient had an extensive perforation of her small bowel in this location at least 2 points. We were able to mobilize this off of the abdominal wall eventually mobilizing it to the midline. This allowed us to inspect her right colon, which was noted to be free of inflammatory thickening, ischemic changes and perforation. The decision was therefore made to leave her colon intact and proceed with segmental small bowel resection. We continued to lyse adhesions in the interloop location from the ligament of treitz down to the terminal ileum. In the proximal small bowel, we also had a couple of enterotomies and dense inflammatory thickening associated with the small bowel in this location. For this reason, a segmental small bowel resection of at least a foot or so of small bowel was performed. The bowel was divided proximal and distal with an 80-mm gia linear cutter with a blue cartridge. The associated mesentery was divided with the ligasure impact device. A side-to-side stapled anastomosis was performed with an 80-mm stapling device with a blue cartridge. The resultant distal defect was closed with a ta 60 stapling device, also with a blue cartridge. The associated mesenteric defect was closed with a 3-0 vicryl stitch in a running fashion. We then turned attention towards the distal small bowel where the frank perforations were located. Again, another 1-2 feet of small bowel were resected at this location once again dividing the small bowel proximally and distally with an 80-mm hia linear cutter with a blue cartridge. Again, a side-to-side stapled anastomosis was performed with and 80-mm gia linear cutter with a blue cartridge. The resultant distal defect was also closed with a ta 60 stapling device with a blue cartridge. The associated mesenteric defect was closed with a 3-0 vicryl stitch in running fashion. Both small bowel anastomoses were easily palpable. There was good vascularity. There was no evidence of staple line bleeding. Immediately, the obstructed small bowel was able to be decompressed into the colon and enteric contents began moving forward. Also, of note, prior to resection, a poole suction device was used to suction out a large amount of succus from the small bowel lumen to aid with further surgery. At this point, the abdomen was irrigated with warm saline using a couple of liters. Hemostasis was noted. There were no significant additional pathologic findings noted. Therefore, we proceed with attempted abdominal wall closure. The thickened, inflamed phlegmon of the subcutaneous fat was excised with the bovie and the mid upper abdomen around the incisional site. We then freshened the fascial edges and closed the fascia with #1 pds suture in running fashion x 2 from above and below. Four additional 0 prolene figure-of-eight pulley sutures were also used as internal retention sutures. Once the abdominal wall was closed, we then used an 8 x 10 inch bard phasix mesh. This piece of mesh was cut to approximate the midline abdominal closure and it was sutured in place with 0 pds suture x 8. This secured the mesh nicely in place. A 19-french closed suction fluted blake drain was then brought through a separate stab incision in the right lower quadrant. The drain was placed over the mesh within subcutaneous space. The subcutaneous fat was reapproximated with 0 vicryl. The skin was closed with skin staples. The wound was cleaned with wet and dry sponges and dressing was applied to the incision using 4 x 4 gauze and medipore tape. A drain stitch had also been applied to the jp drain with 2-0 silk. The patient tolerated the surgery well, and she was subsequently extubated and transferred to the recovery room in stable condition. There were no known complications to the procedure, and at the end of the procedure, all sponge counts, instrument counts and needle counts were recorded as correct.¿ (B)(6) 2014: (B)(6) hospital ¿ (B)(6) . Surgical documentation. Implant record. Davol phasix mesh, davol, inc. (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed and specimen removed during the (B)(6) 2014 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2019: (B)(6) , office of vital records. Certificate of death. Age 60 years. Place of death: (B)(6) . Immediate cause: acute respiratory failure due to or as a consequence of aspiration pneumonia due to or as a consequence of encephalopathy. Autopsy: no. Manner of death: natural. Did tobacco contribute to death: no. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives, final coding and conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 06704309. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh removal, adhesions and additional surgery. Additional event specific information was not provided.